Manufacturer narrative:
D10. Concomitant product: sigtrsb45axt, sigtrsb45axt 45mm xtr thk reinforced rel (lot# n5g1894y); sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot# n5h1798y); sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot# n5h1713y); sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot# n5h1798y); sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot# n5h1798y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a laparoscopic sleeve resection, while on the stomach, there was a damage to the shipping wedge on six reloads. It was felt that there might be a possibility that the handling method was incorrect, so the installation procedure was checked; however, it was confirmed that the correct installation method had been followed. The parts fell into the patient's abdominal cavity which was discovered when a yellow fragments appeared on the camera. An inspection of the abdominal cavity was subsequently performed, and it was determined that no residual fragments likely remained within the body. There was no patient injury.